Event description:
It was reported that the customer did not consume the food in time for the intended amount of bolus delivered. The customer¿s blood glucose (bg) subsequently decreased to a range of 50-60 mg/dl. Customer consumed carbohydrates to address the low bg. Customer technical support recommended caller to consult with health care provider to discuss bg. Customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.